Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 250 units of insulin, and the insulin gauge remained static at 105 units. The contact declined to reload the existing cartridge and confirmed that the insulin gauge would continue to be monitored, and declined further follow-up from tandem technical support. The customer's blood glucose level was 544 mg/dl, and was addressed with a correction bolus.